Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose (bg) of 351 mg/dl following a supply change. The user did not have immediate access to additional supplies, but later completed another supply change, after which bg values returned to range. No symptoms were reported, and no medical intervention was required.